Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.